Event description:
It was reported that an occlusion alarm occurred and that the touchscreen was unresponsive. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.